Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013.

Event description:
It was reported that during or after surgery, the patient had a small stroke. It was noted that an MRI of the head was planned to be taken.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97740 lot# serial# (B)(4); product type programmer, patient product ID 97754 lot# serial# (B)(4); product type recharger product ID 977a290 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were in the hospital about four years ago when they had their last stroke. The patient stated that they were put into the ¿big donut¿ for the MRI and that they could feel their stomach heating up, near the implant site. It was reviewed that if proper MRI guidelines weren¿t followed, the leads had the potential to heat up. It was verified that the patient was eligible under certain conditions for a head/brain scan. The difference between full body MRI machines and head coils were reviewed with the patient and they were redirected to their product manual. No further complications were reported. Indications for use are spinal pain, peripheral neuropathy, and degenerative disc disease.